Event description:
It was reported that patient stated that he has been experiencing squeaking from his hip for about one year. It was further reported that it gets louder when he bends over.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.